Event description:
It was reported that in a gastric bypass procedure, the surgeon inserted the trocar as usual. When he tried to insert the camera through, he felt that the camera was not going smoothly through the trocar, so he pulled the trocar out and noticed the sleeve was broken in half (almost all the way). Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The analysis results found that the d5lt instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energetic device. As per the warnings and precautions on the instructions for use, special care should be observed when using the instrument on an ultrasonic procedure as follows: "a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both pt and medical personnel and damage to the device or other medical instruments." We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.